Manufacturer narrative:
Concomitant medical products: 5076-52, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and had high pacing impedance and rising impedance on the bipolar tip to ring and integrated bipolar circuits. In addition, the rv lead had episodes of noise and sensing integrity counter (sic). A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.